Event description:
It was reported that the lead was attempted in multiple different positions with unstable thresholds. There was concern that the screw was "not good" after all of the deployments. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent. No further helix testing possible. If information is provided in the future, a supplemental report will be issued.